Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a procedure on (B)(6) 2011. The patient, (B)(6), was a (B)(6) male (B)(6) (patient date of birth unknown). According to the complainant, the physician was performing a ureteroscopy and the basket fell off inside the patient. There was no laser being used during the procedure, nor are there any further details available on how the basket detached. The device was not tested before use, nor was there any other damage noted. The physician used a grasper to retrieve the basket from the patient and completed the procedure with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Manufacturer narrative:
Device not available for evaluation - disposed: the complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.